Event description:
The ge oec 9600 fluoroscopy system was requested to have the imaging chain evaluated.

Manufacturer narrative:
A ge oec service representative evaluated the imaging chain and adjusted the image intensifier pots for: norm = 4.4 lp/mm, mag 1 = 2.0 lp/mm and mag 2 = 2.4 lp/mm. Max dose and hlf dose = within spec's. All the kvp outputs = within spec's. The system was released to the customer for use. There was no patient involvement. There was a request from the contracted biomed engineer for the facility.